Event description:
It was reported in the journal of neurointerventional surgery that a patient underwent stent assisted balloon angioplasty that resulted in an asymptomatic flow limiting dissection requiring stenting. No other information is available.

Event description:
It was reported in the journal of neurointerventional surgery that a patient underwent stent assisted balloon angioplasty that resulted in an asymptomatic flow limiting dissection requiring stenting. No other information is available.

Manufacturer narrative:
The subject device remained implanted; therefore, physical analysis cannot be performed. Based on the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the wingspan device malfunctioned. Vessel dissection is a known and anticipated complication associated with these types of procedures and listed as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.